Event description:
The customer reported that alarm issues with their overview station were occurring. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.